Manufacturer narrative:
Event date: the exact date of event is unknown. The subject device is not available.

Event description:
During the 3rd cvss of (B)(6) annual meeting, 48 cases that underwent thrombectomy procedures to treat acute stroke artery occlusions of the anterior circulation with the retriever (subject device) were reported. The 82% of the patients had a thrombolysis in cerebral infarction (tici) of &#8807; 2b. It was reported that out of the 82%, 6% (3 cases) experienced symptomatic intracranial hemorrhage. The modified ranking scale (mrs) was 0-2 at discharge. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all events covered within this literature source.

Manufacturer narrative:
A review of the device history record could not be performed because the lot number was not reported. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage is a known risk associated with endovascular procedure and is noted as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
During the 3rd (B)(6) annual meeting, 48 cases that underwent thrombectomy procedures to treat acute stroke artery occlusions of the anterior circulation with the retriever (subject device) were reported. Eighty two percent (82%) of the patients had a thrombolysis in cerebral infarction (tici) of &#8807;2b. It was reported that out of the 82%, 6% (3 cases) experienced symptomatic intracranial hemorrhage. The modified ranking scale (mrs) was 0-2 at discharge. It was not possible to ascertain specific device or patient information from the article, or to match the events reported with previously reported complaints. Therefore, this report addresses all events covered within this literature source.